Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: biolumina implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with an unknown mentor gel prosthesis. During bilateral removal and replacement procedure, the right breast prosthesis was found to be ruptured. The replacement devices were mentor memorygel breast implant 475cc gel prostheses on (B)(6) 2010; catalog # 3504751bc, s/ns (B)(4).